Event description:
Customer reported that a pt in critical care unit received an overinfusion of insulin, possibly 90 times the intended amount. The reporter stated the incident was a 'near death' event, and it was not known to him if the pt was still alive. Multiple attempts made by cardinal health to clarify the pt outcome have been unsuccessful; the facility rep states they are unable to share any additional info about the pt or event at this time. The facility reporter believes d10w was given in response to the insulin overinfusion. Four alaris pump modules were being used to infuse different solutions to the pt, and the reporter was uncertain which one was associated with each infusion. Info from 24 hour ICU flow records indicates in the insulin intake column that 1 ml was given each hour from 0800 through 1500 hours, then 90 ml at 1600. Insulin bag label indicated 100u/10ml. No additional info was available. Cardinal health has requested the devices, but the facility did not send the devices for further investigation. The facility only sent the event logs and data set.

Manufacturer narrative:
Pt info requested and all available info is included. This report was filed by the MFR. A review of the device's event logs showed there were four alaris pump modules and an alaris auto ID module attached to the alaris pc unit. Alaris pump module labeled channel b, was programmed for insulin. The reported event of an overinfusion of insulin appears to be due to a programming error but could not be definitively determined. The event log showed that the device in the channel b location was programmed to infuse the drug insulin at a rate of 1ml/hr with a vtbi of 20ml and was later changed to a basic infusion at the rate of 150ml/hr with a vtbi of 490ml. When the infusion was changed to a basic infusion the drug being infused could not be identified because the user did not use the guardrails drug library. There was no reported malfunction of a device and no device malfunction is believed to have contributed to the reported event.